Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear.¿ analysis of the returned catheter segments found ¿no significant anomaly ¿ acceptable testing¿ and ¿no significant anomaly ¿ dried drug, blood, or foreign material occlusion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative who reported that the cause of the catheter not aspirating was not determined which was why the doctor put in a whole new catheter and pump. It was assumed the issue was resolved now after the catheter revision, because the reporter had not heard anything back from the patient¿s mother.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown. Product type catheter section d information references the main component of the system. H3 ¿ the pump and a portion of the catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (consumer, manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving intrathecal unknown baclofen and unknown morphine (concentrations and doses unknown) via an implantable pump for intractable spasticity. It was reported that the patient's mother heard and alarm yesterday (B)(6) 2024 the pump was read and showed one motor stall from 09:01 to 09:06. No other stalls in the logs. The hcp noted the patient did not have an MRI at that time and did not think they were near anything with strong magnets. It was reported the patient also has a urinary tract infection (uti) and was having some increase in symptoms, but stated she was not sure whether those were related to the uti versus a potential therapy issue. The hcp would refer the patient to managing physician for follow up. Additional information was received on the same day from the rep and it was reported the patient's mother heard a critical alarm go off the night of (B)(6) 2024 and brought the patient into the emergency department (ed) because she felt like the patient was having withdrawal symptoms, but the patient was also being treated for a uti and just started her antibiotics. Therefore, the symptoms may be due to the uti. When the rep checked logs there was a critical alarm that went off on (B)(6) 2024 for 5 min and then the pump motor was recovered per the logs. The patient's mother reported no metal was near the pump during critical alarm going off. They would continue to monitor and mom would call if the critical alarm goes off again. Regarding actions/interventions taken to resolve, the pump logs stated motor stall recovery, therefore they were just going to monitor and see if this happens again. No surgical intervention occurred. The issue was resolved at the time of this report and the patient's status was "alive-no injury." The patient's weight and medical history were asked but unknown .

Event description:
Additional information received from a manufacturer representative (rep) indicated that the patient had a catheter revision and a pump replacement today. The patient was still having withdrawal symptoms (spasticity, rigid) after her urinary tract infection (uti) cleared up. The rep stated that the patient saw her managing provider yesterday who could not aspirate from the catheter access port (cap) and requested the patient have a catheter revision and pump replacement to be done by the surgeon that initially placed it, since she did not know which was the issue. The rep stated that they were sending in the old pump and a piece of the old catheter that was cut off. The rest of the old catheter was sealed off and a new catheter was placed.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial #: (B)(6), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial #: (B)(6), implanted: (B)(6) 2023, product type: catheter. Product ID: 8596sc, serial #: (B)(6), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596, serial #: (B)(6), implanted: (B)(6) 2004, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.